Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an error indicating that the reservoir was blocked. Blood glucose level at the time of the incident was not provided. The customer stated that they were unable to rewind the device. The insulin pump was not replaced or returned for analysis.